Event description:
Hosp staff were treating a pt and delivered defibrillation countershocks at 200, 300 and 300 joules. Reportedly, a 360 joule countershock was attempted and the device allegedly would not recognize the energy charge button and the monitor screen displayed what appeared to be a "flatline". The devices were turned off and back on and the reported malfunction did not recur. Treatment to the pt was continued without further incident. There were no adverse effects to the pt reported as a result of the reported event.